Manufacturer narrative:
Additional information: b5, d10, d11, h3 investigation conclusion: the customer¿s complaint of over infusion was not confirmed or reproduced. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed on 16jun2020 at 2:18 pm, the suspect device was selected and programmed guardrail drug pembrolizumab (drugid= 136) to infuse at a rate of 264 ml/hr (vtbi= 132 ml). At 2:32 pm, the suspect device alarmed for air in line and was channeled off. Total volume infused= 59.951 ml testing showed the device was delivering IV fluids within specification. The device was being used for treatment purposes. Device inspection: inspection of the device found no anomalies with the pumping mechanism. The event administration set was not returned for investigation. The disposable tubing was not returned for investigation. Root cause analysis: the root cause of the customer¿s complaint of over infusion could not be identified. Device history review: review of the source device (B)(6) service history record showed the device had a manufacture date of 12aug2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 21oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that an infusion of immunotherapy pembrolizumab (keytruda) 400mg was set to infuse over 30 minutes. The medication was scanned, placed in the pump, and was programmed with the appropriate dose and time. However, the infusion was completed in 15 minutes instead. The event occurred in outpatient medical oncology cancer center. The patient required further monitoring and the pharmacist and supervisor were notified. It was further stated that the facility biomed department tested the device and was unable to confirm the issue. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that an infusion of immunotherapy pembrolizumab (keytruda) 400mg was set to infuse over 30 minutes. The medication was scanned, placed in the pump, and was programmed with the appropriate dose and time. However, the infusion was completed in 15 minutes instead. The event occurred in outpatient medical oncology cancer center. The patient required further monitoring and the pharmacist and supervisor were notified. There was no patient impact.